Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient presented with diaphragmatic stimulation. The physician attempted different programming configurations but diaphragmatic stimulation was present in each. Left ventricular (lv) lead repositioning was then carried out but no suitable means of placement was found. The lv lead was explanted and the lv channel was plugged to resolve the event. The patient was stable with adverse consequences.